Event description:
It was reported that a right mandibular hardware removal and revision procedure was performed on (B)(6) 2015 due to osteomyelitis, non-union, and delayed healing. The hardware removal included one fully intact matrix mandible 2.5mm reconstruction plate and six fully intact 2.4mm matrix mandible screws. There was a washing out performed and the patient was revised with an external fixator. The plan is for the external fixator to remain on for 3-6 months, then perform a bone resection and implant a new patient-specific plate. The original procedure, a right-sided mandible body open reduction internal fixation (orif) and condylar fracture repair on the left, was performed on (B)(6) 2015. On (B)(6) 2015, the patient returned for a "wash out" around the neck. The patient was non-compliant with the remainder of the postoperative regimen. Subsequent follow-up x-ray(s) revealed non-healing and non-union. This report is for one (1) unknown 2.5mm matrix mandible reconstruction plate. This report is 1 of 2 for (B)(4).

Manufacturer narrative:
An investigation summary was performed. The investigation of the complaint articles has shown that: the product was not returned and as no lot number was provided, neither a DHR nor an investigation could not be performed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
This report is for one (1) unknown 2.5mm matrix mandible reconstruction plate. Per facility, the complainant parts will not be returned for manufacturer review/investigation. Unknown, as specific part and lot numbers for the complainant plate were not provided. Investigation could not be completed and no conclusion could be drawn as no device was returned. Without a lot number, the device history record review could not be requested. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.